Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted. No loud noise noted during testing. The insulin pump had a cracked case on the display window corner, minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via telephone call that the numbers on the display continued to go up after releasing the act button when programming a bolus. The customer removed and replaced the battery and the insulin pump alarmed for a failed battery. The customer inserted a new battery and the insulin pump alarmed for a button error. The blood glucose reading was 300 mg/dl. The customer did not recall any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.